Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 10 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ dispatch - station application not launching. ¿ case: (B)(4) ¿ unable to sign into device cfnadmin screen. ¿ case: (B)(4) ¿ machine keeps freezing acting sluggish. ¿ case: (B)(4) ¿ pyxis medstation med application is not launching. ¿ case: (B)(4) ¿ fst onsite - station application not launching. ¿ case: (B)(4) ¿ medstn- es - n4 - application will no complete launch - tried reboot and recovery - no patient or user involved or harmed. ¿ case: (B)(4) ¿ station down. ¿ case: (B)(4) ¿ application not launching. ¿ case: (B)(4) ¿ station down. ¿ case: (B)(4) ¿ station down. A review of the device history record for sn (B)(6) was performed from date of manufacture, 22-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not booting properly and being unavailable for staff use. A technical support specialist advised customer to follow up on main case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was not booting properly and being unavailable for staff use. The nursing staff was unable to access medications from the pyxis and had to route to an alternate floor (far from their patient care unit) in order to obtain medication. There was delay in access and dispensing medication. There were no adverse events or injuries reported based on this incident.